Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The lead was received with the helix fully retracted. Helix was able to be extended/retracted within specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a dual chamber pacemaker implanting procedure, when the atrial lead was attempted to be placed in the atrium and the lead touched the patient, atrial fibrillation was encountered. The atrial lead was removed and medicinal therapy was administered but did not work. As intervention, a single chamber pacemaker was implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).